Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a gyn procedure. The balloon was broken when opened. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the device returned had a cut/puncture in the balloon, likely caused by a sharp instrument. The batch history records were reviewed with no anomalies noted.